Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01661.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-01661. It was reported the patient experienced loss of upper thoracic stimulation and unintended lower thoracic/leg stimulation. Diagnostic testing indicated multiple high impedances on the patient's right lead (device 1). Reprogramming was unsuccessful in restoring appropriate stimulation. Follow-up identified the patient underwent surgical intervention to explant the system. The patient's leads had reportedly migrated. Additionally, the patient stated she needed an MRI.